Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to metallosis and osteolysis. The operative notes confirm that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, legal counsel for patient reports patient underwent a revision on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-00865 & -05429). Corrected data: relevant tests/laboratory data, including dates.